Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v884821, implanted: (B)(6) 2012, product type lead; product ID neu_pt m_prog, serial# unknown, product type programmer, patient. (B)(4).

Event description:
It was later reported that the patient was experiencing a loss of therapeutic effect. The patient had noticed some changes, increased urinary symptoms. The caller was asking about how to check implantable neurostimulator (ins) with programmer. The caller stated ins was on and caller does not remember seeing a icon that showed ins is low when he checked a couple days ago. The caller was not with patient.

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The patient had been reporting having "more problems" for the past 2 months. The patient checked stim last night and noticed that she was on program 2, but thought it should be program 1. The patient switched back to program 1, but the pulse rate felt too high and fluttery. The caller wanted to know what the rate should be at if it was something different. The caller wasn't sure how the program was changed or how the pulse rate had been changed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).